Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, had cradle (c-ring) around vein to expose branch. Applied cautery dividing tip across branch with cradle in safe position. After dividing branch, noted cradle had fractured and broken with no apparent or obvious reason this had happened. Safely removed fractured cradle and used a new harvester to complete vein harvest with no damage to conduit. What fell off into the leg was in the aortic cutter container. Harvester said one side extends the c ring and the other carries the water channel for windshield washing. He was unable to withdraw the c ring due to the fracture. Slightly increasing distal stab incision near ankle he was able to grasp the segment of c ring. He could not withdraw with a small clamp bringing through the stab incision at ankle which he then cut the shaft and removed the fractured side if c ring. He could not withdraw removing from tunnel. Then withdrew the function portion of c ring back into harvester safely. Removed harvester from leg and placed new harvester into tunnel and successfully completed the harvest with no damage to conduit or patient in any fashion shape or form.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25155859 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/23/2021. An investigation was conducted on 04/05/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to transected and melted in the center of the c-ring, the scope wash tube of the c-ring was also observed to be melted and cut away. No other visual defects were observed. Based on the returned condition of the device, the reported failure "c-ring break" was confirmed as well as the analyzed failure "detachment of device or device component.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, had cradle (c-ring) around vein to expose branch. Applied cautery dividing tip across branch with cradle in safe position. After dividing branch, noted cradle had fractured and broken with no apparent or obvious reason this had happened. Safely removed fractured cradle and used a new harvester to complete vein harvest with no damage to conduit. What fell off into the leg was in the aortic cutter container. Harvester said one side extends the c ring and the other carries the water channel for windshield washing. He was unable to withdraw the c ring due to the fracture. Slightly increasing distal stab incision near ankle he was able to grasp the segment of c ring. He could not withdraw with a small clamp bringing through the stab incision at ankle which he then cut the shaft and removed the fractured side if c ring. He could not withdraw removing from tunnel. Then withdrew the function portion of c ring back into harvester safely. Removed harvester from leg and placed new harvester into tunnel and successfully completed the harvest with no damage to conduit or patient in any fashion shape or form.